Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative, indicating that the patient¿s tingling sensation was not related to the stimulator or therapy; it was attributed to a weight loss medication that lists tingling as a side effect, and the issue was resolved during a visit at the surgeon¿s office; no device troubleshooting was required beyond evaluation and medication review. The information was confirmed/provided by the healthcare provider.

Event description:
It was reported that for the last 3-4 days, the patient had been experiencing tingling in their hands and fingers; especially on their right hand, that made it hard for them to grasp anything. They spoke with their managing healthcare provider (hcp) who redirected to patient support for assistance. Patient said they'd been told they could try decreasing the stimulation but when they went from their initial setting at 2.1 ma down to 1.9 ma, they were unable to decrease down any further and they were still experiencing the tingling. Patient said they didn't want to turn their therapy off; they said if they did, they would be shaking like a leaf but noted they were pretty irritated by the tingling and it was driving them crazy. Patient said they didn't think they had any other groups to go to either. Patient noted they'd been able to charge their implantable neurostimulator (ins) twice since implant. They said that they did not experience the tingling sensation with their previous ins. The patient had an upcoming appointment with the surgeon on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.